Manufacturer narrative:
Qc was within specifications prior to the event. A diagnostic system check performed on (B)(4) 2009, at 13:15, failed. Per the archive data, there were no flags associated with the erroneous results obtained in this event. A field service engineer (fse) was dispatched: the fse inspected the instrument and determined that aspirate probe #2 was not "screwed down". The fse corrected the loose probe, primed, and ran a system check that passed. Qc was performed and was within the customer's established ranges. Results to pivotal assays were affected which could result in treatment being initiated or withheld. Hardware is the root cause of this event.

Event description:
A customer obtained erroneously elevated results on 16 different patients involving 5 assays. The affected assays were: troponin (accu tni), ckmb, vit b12, bhcg, and bnp. The results were reported out of the lab and the physician did not believe the accu tni results. Upon repeat on an alternate analyzer, the results were in the normal reference ranges. No reports of death, injury, or change to patient treatment have been reported in connection with this event.